Event description:
It was reported that a black mark was found on the reservoir of a small volume intermate. This was noted before use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed a black particle, approximately 0.10 square mm in size, embedded in the material of the stress member component of the device. The particle was not in the fluid path because it was molded in the material of the stress member. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.